Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, upon insertion of a cat8 into a non-penumbra sheath, the cat8 became kinked; therefore, it was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.